Event description:
It was reported that the cam lobe of the indirect decompression spacer broke. The patient underwent a procedure where the spacer was partially explanted as the physician could not find the remaining piece. The procedure was completed successfully.